Event description:
Information received a smiths medical product tracheostomy/pvc - portex tubes blue line ultra (blu) cuff was found deflated after intubation. The customer checked the air pressure when this was discovered. No patient injury was reported.

Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed, leak was coming out of the cuff of the returned sample. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.